Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During console check, the customer reported that the thermogard xp ivtm system (sn (B)(6) ) displayed "coolant low" error message even though the coolant level was enough in the reservoir. No patient involvement.